Event description:
An international customer reported an event of a "h2o2 smell" (odor) emitting from the sterrad 100s sterilizer. One healthcare worker (hcw) experienced reactions of throat irritation and headache. The hcw did not seek or receive any medical attention/treatment and is reported to be "healthy." A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
(B)(4). A field service engineer was dispatched to customer site. Odor/smell was confirmed. The catalytic decomp filter was replaced. Unit meets specifications and was returned to service on 11/06/2013.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (05/10/2013 ¿ 11/06/2013) revealed a significant trend. Within the past 6 months (05/10/2013 ¿ 11/06/2013) this sterilizer per account history has observed a significant trend for the issue of "skin reaction." (B)(4) total complaints have been opened during the analyzed period involving serial number (B)(4) in conjunction with "skin reaction" issues. (B)(4) separate "skin reaction" complaints originated from the same incident which have been attributed to user error wherein inadequate ppe was utilized and a vaporizer plate was not appropriately installed. No trending escalations exist for the additional product malfunction codes. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). This risk is considered as low as reasonably practical. The trending for problem code ¿human reaction¿ (january 2013 ¿ december 2013) revealed the risk is considered broadly acceptable. The trending for problem code "skin reaction¿ (january 2013 ¿ december 2013) revealed the risk is considered broadly acceptable. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. No parts were returned for further evaluation. Review of the tracking and trending data did not identify a trend on this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.